Manufacturer narrative:
Investigation results were made available. Review of event description: it was reported that the patient underwent right hip replacement on (B)(6) 2020. Subsequently, on (B)(6) 2020 the stem, insert and head were revised due to joint instability. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - incident report (B)(4): manufacturers: - ceramic insert from adler ortho - ref#0813201, 46/48x32mm; - wagner stem from zimmer - ref01.00561.216, 16/125; - biolox delta head from zimmer - ref00-8775-032-04, 32/+7. Patient data: r.r., 52 years old; implantation: (B)(6) 2020; diagnosis: right coxarthrosis on congenital hip dysplasia. Event: revision of the stem, insert and head for joint instability of the prosthesis. Devices available at: repo c/o ior medical technology laboratory. The devices were sent preliminarily to the microbiology laboratory for sonication. Product evaluation: - no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: all involved devices are intended for treatment. - product compatibility: the product combination was not approved by zimmer biomet, because the wagner stem and the biolox head were combined with a ceramic insert from a different manufacturer. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the patient underwent a right hip replacement on (B)(6) 2020. Subsequently, on (B)(6) 2020, the stem, insert, and head were revised due to joint instability. Neither medical records (e.g. Operative reports, office visit records, radiographs, etc.), patient data (e.g. Comorbidities) nor the explants were obtained. The reason for the instability (e.g. Implant positioning, loosening, etc.) Was not described. The quality records show that all specified characteristics of the wagner stem and the biolox head have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The reported product combination is not approved by zimmer biomet because a ceramic insert from another manufacturer was used, which is an off-label use. The unauthorized product combination could be a possible cause for the reported joint instability. However, based on the information provided, it was not possible to conduct a detailed investigation. Therefore, we could neither confirm the reported instability nor find a definite cause. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
The patient was implanted on right side and underwent revision surgery due to instability.